Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result/lab inr was 5.6/2.8 in 2006., 6.5/3.2 in 2006, and 5.0/3.0 two days later. No treatment was given to the pt. The reporter declined product replacement.